Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Excision of lesion of uterus, the package was opened during procedure, then the jaws have misaligned each other. The device was not used on a patient and new one was opened to correct the problem.